Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged failed battery alarms, battery lasts less than expected, and blank display found on 05-oct-2019. Device successfully downloaded traces and history file using thus. Device passed sleep current measurement, active current measurement, self-test. Device received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery noted during testing or in the pump trace download. Battery lasts less than expected alarms not confirmed during testing however, confirmed in pumps history on 10/02/2019 04:01:00 and10/06/2019 18:46:00. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor.the following were noted during visual inspection: scratched case, pillowing keypad overlay, missing display window/cover, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, broken battery tube threads, label damage, detached retainer, missing o-ring (reservoir tube), and broken reservoir tube lip. In summary, customer allegation for failed battery alarms not confirmed during testing, pumps history, or in the power management graph on event date 05-oct-2019. Battery lasts less than expected alarms not confirmed during testing. However, confirmed in pumps history on 10/02/2019 04:01:00. Blank display not confirmed. Missing retainer ring confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer stated that during the replace battery troubleshooting the insulin pump was not turning back on when placing a new battery in the insulin pump. Customer stated display was blank currently. Customer reported that the display did not return after insulin pump restart. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer reported that the batteries have not been lasting very long and was also getting a lot of battery failed alarms when replacing the battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.